Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(4) called in for help on 8015 unit has error code 120-6170 one customer power unit on the error pop up and a red screen. Which is the battery is running to high failure and failure on power supply safety system. It would be best to send unit in for repair. Confirm part # tc10006929 for power supply board then transfer customer to (B)(4) in customer services for pricing of the board with taxs. (B)(4).